Event description:
Scrub technician removed plastic sheath and in doing so bent the end of the blade. They used the blade and the piece where the blade was bent broke off and was found in the fibroid that was removed. The broken blade was switched out and the case was continued. When the fibroid was removed, the broken piece was located inside the fibroid.

Manufacturer narrative:
Evaluation, conclusion: other - bend in blade likely due to excessive leverage during use. Product evaluation: inspection of the returned device indicated the following: there appeared to be no damage to any of the blade components except for the tip. The blade was placed next to a straight edge, and there was evidence that the outer blade had been bent at the distal tip, as shown in figure 1. The bend in the outer blade was likely due to excessive leverage during use. In this case, it was reported ¿scrub tech removed plastic sheath and in doing so bent the end of the blade.¿ inspection of the inner blade assembly indicated that there is a deformation on the distal cutting edge, as shown in figure 2. This damage is consistent with impact between the inner blade and the distal edge of the bent outer blade cutting window, which caused the morcellator to seize. No further investigation is warranted at this time. (B)(4).